Event description:
Abbott pain mgr ii pca pump. Air in line. Flushed air out of line. Checked all connections, changed pca pump and still the entire tubing fills with air within 15 minutes. Changed tubing and problem resolved.